Event description:
The customer reported the system will not bootup. System stops at 3 arrows. No pt injury was reported.

Manufacturer narrative:
The svc rep ordered parts for the system. System is working now. Read/write switch on sram was in read only. System is operating as intended.